Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The exact cause of the reported event could not be conclusively determined. Olympus medical systems corp. (Omsc) confirmed the following from the investigation. -the connection part of the manifold unit was disconnected. -there was no abnormality in the manufacturing history of the device. -the reported event occurred six months after delivery. -the device was not returned to omsc. From the above, the reported event was caused because the connection part of the manifold unit was disconnected and the accurate flow rate value could not be measured. The cause of the disconnection of the manifold unit could not be identified. In addition, the cause could not be surmised because the manufacturing history was normal and the device was not returned to omsc. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The device was evaluated at olympus (B)(4). The device has not been repaired in the last year. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus (B)(4) sent the device to olympus (B)(4) for repair due to an abnormal flow rate display. The device was used in combination with a standard set. Ocsm then inspected the device and found that the flow rate display was inaccurate because the connection part of the solenoid valve connection was disconnected. This device is an olympus asset and there was no report of patient injury associated with the event.